Event description:
Cannulated compression screw cross-threaded inside nail. Would not advance for compression. Very difficult to remove.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation revealed the compression screw cannulated t2 gtn ø8 mm to be the primary product. The femoral nail reported, which was not returned, is considered an associated product. Review of the device history records of the affected compression screw revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. Dimensional inspection of the device revealed no deviation; all relevant dimensions were found to be within specified tolerances. The destructed thread could not be measured due to the extent of damage. Appearance of damage found at the face side of the shaft portion (part, which presses against the shaft of a (shaft) locking screw) in order to apply compression, indicates the following scenario: instead of pre-loading the compression screw prior to nail insertion as described in the operation manual, the nail had been inserted without the pre-loaded screw and proximally obliquely locked, which prevented the internal compression by using the affected screw. The above scenario is supported by the statement in the event description ¿would not advance for compression¿. Evaluation revealed that the reported event was not caused by a deficiency of the device. Appearance of the damage patterns rather suggests that the event is related to a deviation from the surgical technique. Nevertheless, with the information given, the exact cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Cannulated compression screw cross-threaded inside nail. Would not advance for compression. Very difficult to remove.